Manufacturer narrative:
H10: block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of would not release from the catheter.

Event description:
This report pertains to one of two resolution 360 ultra clips used on the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clips were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, it was reported that the locking mechanism appeared to activate while the clip was still in the open position. When the clip was closed, it would not separate from the catheter. The physician maneuvers to open and close the deployment handles several times. Also, manipulate the catheter back and forth until it is released from the tissue. Additionally, the same problem occurred on the second resolution 360 ultra clip. The procedure was completed at this time. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.